Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needles failed to retract during activation and is difficult to pierce skin. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: six sealed and intact and one open un activated 30g x 8mm spn samples were returned from lot. No. 7040614, cat. No. 329608. 10x visual examination and an activation test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.